Event description:
It was reported by dealer that the left crossbrace is bent on the trsx50fbp wheel chair. The dealer states that the unit is a rental and he doesn't know how the crossbrace bent. No additional information.